Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced low blood glucose (bg) of 32 mg/dl measured after the patient had a seizure. The patient was reportedly treated with glucagon for the reported hypoglycemia. The patient¿s bg prior to the seizure was reported to have been 82 mg/dl. The patient reportedly had 3 to 4 seizures in the past week. The reporter stated there was a radio frequency failure that caused the pump to buzz the day of the call, as if the patient were being bolused. The reporter stated that this had happened while the patient was driving. The reporter alleged that the pump¿s bolus history was not recording accurately. The bolus history indicated that several boluses were delivered the day of the call. Review of the bolus history showed 0.25 units of 2.25 units delivered at 02:58 pm. The bolus history showed that this bolus was cancelled. The reporter stated the patient denied receiving a pump alarm indicating the bolus had been cancelled. The only alarm in the pump for (B)(6) 2013 was a low cartridge alarm. The patient had discontinued insulin pump therapy at the time of the call and began on an alternate method of insulin delivery. This complaint is being reported because the alleged bolus issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 0/2/01/2014 with the following findings: a review of the pump¿s history showed that the total daily doses added up to correctly reflect the user¿s programmed basal settings. The history verified the reported meter bolus at 2:58pm on (B)(6) 2013. The pump was able to successfully pass a delivery accuracy test and was found to be delivering within required specifications. A 24 hour duration test was performed; no unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was removed and no damage was found to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.